Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/25/2021. H6 component code: g07002 conforming device. Additional: investigation summary: product code nw3319 batch number b9063 was issued & was processed. This batch was released from site for distribution. Packing material reconciliation was verified & found satisfactory. Balance pieces destruction was found recorded on batch card. Reconciliation for packed released quantity was verified & found satisfactory. Line clearances at each stage was also verified & found satisfactory. While product code nw3326 batch number b8009 was issued & was processed. This batch was released from site for distribution. Packing material reconciliation was verified & found satisfactory. Balance pieces destruction was found recorded on batch card. Reconciliation for packed released quantity was verified & found satisfactory. Line clearances at each stage was also verified & found satisfactory. Packing material of both codes are completely different. Control samples were also verified visually & found satisfactory. From the data it is evident that there is almost 10 months gap between processing of these two batches on shop floor. This analysis shows that there was no issue related to processing of the lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that one box of suture contained foils with a different product code and lot number. There were no adverse patient consequences. No additional information was provided.